Manufacturer narrative:
Approximate age of device - 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted with rising lactate dehydrogenase (ldh) and concern with pump thrombus. The patient was placed on bivalirudin gtt. Ldh initially improved but started trending upwards again. No power spikes.

Event description:
Additional information was received that no diagnostic tests were performed, the patient just had elevated ldh. The patient was hypovolemic which could have contributed to the event. There were no changes in pump parameters. The patient will continue to be monitored and was stable with normal baseline ldh as of 08apr2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The report of suspected pump thrombus and a specific cause for the elevated ldh could not be conclusively determined through this evaluation. The submitted log files contained overlapping data spanning from 10jan2019 to 20jan2019. No notable alarms were captured, and the system appeared to have been operating as intended at the fixed speed. The heartmate ii lvas IFU lists hemolysis and thrombus as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.